Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment of the device randomly shutting down, no recent errors were found in the error logs and the device was run for more than 24 hours without a shut down. The power supply was replaced as a preventive. Analysis did note that the radiofrequency head and electrocardiogram connectors were loose and the link electronic module printed circuit board assembly was replaced and calibrated to resolve and that the media bay door and left and right keyboard hinges were broken, the keyboard and sliding cover were missing and the stylus was damaged. The hard drive was reconfigured and the software was reloaded. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the programmer randomly turned off in the middle of a session or a pacing system analyzer (psa). The programmer was returned for service. No patient complications have been reported as a result of this event.